Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 593 mg/dl. Customer also stated that the insulin pump received battery out limit alarm. Customer stated the insulin pump alarmed after battery change. Customer stated they were able to clear the alarm. Customer stated that they did not receive a request to rewind insulin pump. Customer stated the batteries were out of insulin pump greater than duration allowed by the insulin pump. Customer stated issue was resolved. The device will not be returned for analysis.